Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer skin graft mesher was not cutting uniformly, and not cutting on one side. There was no report of injury or medical intervention associated with the incident.